Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Performance testing confirmed the correct operation and performance of the device. Review of the device data logs showed no indication of a technical failure or indication of a device malfunction. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient experienced breathing difficulties and was admitted to the hospital, when the stellar device shutdown while using its internal battery during transport of the patient. The patient subsequently expired at the delivered hospital.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned to resmed. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Per the stellar user guide, (contraindication): the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient experienced breathing difficulties and was admitted to the hospital, when the stellar device shutdown while using its internal battery during transport of the patient. The patient subsequently expired at the delivered hospital.